Event description:
It was reported that a malfunction alarm occurred. There was no reported impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the customer in resetting the pump; the customer was instructed to call back if the malfunction recurs, and it was confirmed that the issue did not persist after the reset.